Manufacturer narrative:
Upon further review, it was determined that this device is not same as or similar to a device that is manufactured or distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h1: no. Of events summarized was inadvertently filled out in the previous MDR. This field should have been blank as this report is not eligible for voluntary malfunction summary reporting (vmsr).

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within one hour of starting treatment with a sepxiris 150, an external fluid leak was observed from the venous side of the effluent port. The extension and connector were tightened however, the external leak could not be stopped. The filter was replaced to another sepxiris 150 to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.